Event description:
It was reported that during a liver transplantation procedure at the user facility, a flame came out of the e-sep pencil. No information was provided regarding any adverse consequences, medical intervention, or surgical delay.

Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.

Manufacturer narrative:
B5: event details updated based on the provided information. H6: the quality investigation is complete.

Event description:
It was reported that . The procedure was completed successfully without a significant delay; no adverse consequences or medical intervention were reported.